Manufacturer narrative:
The subject device was not returned for evaluation. As stated in event, the device was discarded by the customer. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that two catheters did not function appropriately. According to the customer, the devices were thrown away. No further details were provided. There was no patient harm, no user injury reported due to the event. This report is being submitted due to the broken knife wire (did not function appropriately) reported during an unspecified procedure. This event is related to a report with patient identifier (B)(6) (bent wire, broken knife wire) reported under MFR report number 9614641- 2023- 00010. This event includes two (2) reports to capture the two devices reported to fail during unspecified procedure: report with patient identifier (B)(6) (1 of 2). Report with patient identifier (B)(6) (2 of 2). This report is for patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not established as the device(s) were not returned for evaluation. However, based on the results of previous legal manufacturer investigations, likely causes for the broken cutting wire are: 1) the device was energized in one of these following situations. (A) the cutting wire is in point contact with tissue. Or they were being close to each other. (B) the cutting wire is in point contact with distal end of endoscope. Or they were being close to each other. (C) when the forceps elevator was raised, the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope or they were too close to each other. 2) an electrical discharge occurred in the cutting wire, and the cutting wire became hot instantly. 3) the cutting wire was broken. If the reported event had occurred in the case of description ¿c¿, a likely factor causing tears of the coated portion of the cutting wire might be the following: ·it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿when activating output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. Activating output in the ¿coagulation¿ mode could break the cutting wire. ¿do not activate output when the distal end of the endoscope is too close to or in contact with body cavity tissue. This could burn the tissue and/or damage the endoscope. Olympus will continue to monitor the field performance of this device.